Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
Manufacturer report number: 3006705815-2019-01570. Manufacturer report number: 1627487-2019-05050. It was reported that patient had ineffective stimulation. Patient did receive stimulation during the trial sessions. Multiple programming changes were attempted however the patient did not receive relief stimulation and preferred the device system to be explanted. The explant procedure is anticipated in the near future. No further information is available.

Event description:
Manufacturer report number 3006705815-2019-01570. Manufacturer report number 1627487-2019-05050. New information received states that additional troubleshooting was completed, and the device system was turned off for a week and turned back on. As a result, patient received therapy from the stimulator. The anticipated procedure was cancelled due to the patient receiving therapy. Device system remains implanted.